Event description:
It's reported by the surgeon that the device implanted and was found loosened (proximal clamp at the front arm lever) and retightened (with the appropriate key and double controlled), and was found on 19 of april completely uncoupled, patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.